Event description:
It was reported to tyco healthcare/kendall on july 10, 2006, that a customer had a problem with a foley catheter. The customer states the balloon popped on the dover silver foley tray, while filling balloon with sterile water, causing the foley to fall out of patient.